Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was observed by staff at a group home exhibiting seizure-like symptoms. Group home staff called for an ambulance. At the time of the event, the cgm displayed a reading of 366 mg/dl. It was unknown whether the reading was accurate, as a fingerstick bg test was not performed for confirmation. The ambulance transported the patient to the emergency room; however, no further details regarding the event or treatment were provided. It was reported that the patient was diagnosed with diabetic ketoacidosis. Per the report, the patient was in the hospital for more than 24 hours and discharged on (B)(6) 2026. It was noted that the patient was not using an insulin pump at the time of the event. The patient was reported to be ¿fine¿ at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and seizure.